Manufacturer narrative:
Section a4: patient weight: unknown; requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that upon implanting the preloaded intraocular lens (iol) in the eye, the surgeon noticed a big gouge/dent in the optic. The problem was not due to use error. An ophthalmic viscosurgical device (ovd) was used as a cartridge lubricant at room temperature, which was introduced to the canopy. The lens was advanced by pushing the plunger all the way in, then doing a 1/4 or 1/2 twist to advance the lens, however when the tech pushed in the plunger and began to twist, the plunger went over the top of the lens, not catching it and folding it. The lens was cut in half to remove it from the eye and the backup iol was used successfully (same model and diopter). There was no patient injury and no additional medical or surgical intervention was required. No further information was provided.

Manufacturer narrative:
Correction: upon further review of the complaint information and the FDA medical device problem code of 3020 - scratched material, which was originally reported on the initial MDR, it was determined that the FDA medical device problem code of 1069 - break is more appropriate to capture the reported information of "big gouge/dent in the optic". Therefore this supplemental MDR is to capture the change of code. The following section has been updated accordingly: section h6: medical device problem code: code 1069 - break. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.